Event description:
During implantation procedure, micra pacemaker was dislodged into the patient's heart upon release of the device. Medtronic rep unsure if it was due to user error or a faulty system. Device retrieved by snare and not used in patient, therefore requiring future intervention.